Event description:
Healthcare professional reported right side "never really healed well after the first surgery and then had a complete implant extrusion through the bottom of right breast". Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "complete implant extrusion".